Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation and creases/folding of implant was received on january 10, 2020 with lot number 1443726. Visual analysis of the returned device identified: fold creases, wear abrasion, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identify: one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: - one opening crease smooth in the side radius assessed as fold flaw opening. - creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional additionally reported "any creases" and "creases associated with hole."